Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
During an eviva breast biopsy procedure on (B)(6) 2026, the user experienced tissue acquisition issues in which "inadequate tissue sampling" and a "scant amount of tissue retrieved" was reported. The user reports patient impact due to the procedure being aborted and the need for the patient to return on another day to repeat the biopsy. Additional information from the user site indicates that "after in-service on (B)(6) 2026, and a subsequent biopsy with the petite needle, it was determined that we were not getting adequate suction because we had turned the atec unit off and then back on and failed to fire and rearm the probe." No further information is currently available.